Manufacturer narrative:
Evaluation: results: unapproved use of device (the device was used to treat the left subclavian artery. Assurant cobalt balloon expandable stent system is indicated for use in the internal, external or common iliac arteries).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent dislodgement); patient¿s condition affected effectiveness of device (lesion with exhibited 90% stenosis with moderate tortuosity and minor calcification). Failure to follow instructions (the device was used to treat the left subclavian artery). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Evaluation conclusions: failure to follow instructions (the device was used to treat the left subclavian artery). Known inherent risk of a procedure (stent dislodgement). Device failure related to patient condition (lesion with exhibited 90% stenosis with moderate tortuosity and minor calcification). Unable to confirm complaint (no device received for evaluation). (B)(4).

Event description:
During the procedure physician used assurant cobalt device to treat lesion in the left subclavian artery that exhibited 90% stenosis with moderate tortuosity and minor calcification. It is reported that the stent dislodged from the device during advancement. The stent was removed from the patient by snares. No pre-dilatation was performed. The device was inspected prior use without any abnormalities noted. No resistance was encountered in the lesion. No force used to deliver the device through the guide catheter. No resistance noticed between asc830l and other devices used in the procedure. The device did not pass through a previously deployed stent. The physician changed a new device (same size) to complete the procedure. No other clinical sequelae reported for this event.